Manufacturer narrative:
Evaluation of the returned pod coil confirmed resistance while advancing the pusher assembly through the introducer sheath. Evaluation revealed coagulated blood at the distal tip of the embolization coil and blood inside the introducer sheath throughout its length. The coagulated blood on the distal tip of the embolization coil likely contributed to resistance during the functional test and prevented the pusher assembly from being advanced out of the introducer sheath. The root cause of resistance during the procedure could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing a pod coil into the lantern and subsequently, it was noticed that most of the pod coil was still within its introducer sheath. Therefore, the physician removed the pod coil and re-advanced the pod coil; however, the same issue occurred. The physician experienced resistance; therefore, the pod coil was removed. The procedure was completed using another pod coil and the same lantern. There was no report of an adverse effect to the patient.